Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to a broken solder connection tab on hybrid layer capacitor (hlc) battery, designator bt1 of the analog pcb assembly. The broken solder connection resulted in the charge levels of the remaining hlc batteries to be at 0%. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report an unknown problem with their device. Upon evaluation of the customer¿s device, physio-control observed that the internal hybrid layer capacitor (hlc) batteries had become depleted. As a result, the device may not be able to power on or deliver defibrillation therapy when needed. There was no patient use associated with the reported event.